Manufacturer narrative:
We have received the complaint device for evaluation. When we attempted to inflate the balloon with saline, we were unable to inflate the balloon. When we cut the catheter lumen at 70 cm mark (from the tip), we were able to flush the irrigation lumen. It is likely introduction of dried viscous dye, salt crystals from saline, etc. That was used during balloon inflation process at the hospital may have resulted in this obstruction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During thrombectomy of a hemodialysis patient, the surgeon was unable to deflate the balloon of the tuftex embolectomy catheter. So, the surgeon tried deflating the balloon multiple times by attempting to aspirate the liquid inside the balloon using a syringe. After reducing the size of the balloon to a desired size, he withdrew the catheter from the patient's vessel. Then, he used another catheter to complete the procedure.